Event description:
Per the clinic, the patient underwent a second skin flap revision surgery on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the patient experienced poor retention of the external magnet. A skin-flap revision was performed on (B)(6) 2020. Clinical management is ongoing. The implant remains in-situ.